Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured with master lot test strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr, donor 2 inr: 2.3 inr, donor 1 hct: 46%, donor 2 hct: 47%, testing results: donor #1: retention meter and master lot strips: 2.2 inr, customer meter and master lot strips: 2.2 inr. Donor #2: retention meter and master lot strips: 2.4 inr, customer meter and master lot strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation is lay user/patient. Both meters and the test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with the patient's coaguchek xs meter serial number (B)(4) compared to the nurse's coaguchek xs meter with an unspecified serial number. Both meters were compared to an unknown laboratory method. The result from the nurse's coaguchek xs meter was discrepant to the laboratory. The same strip lot was used on both coaguchek meters. The result from the nurse's meter was 1.3 inr. The result from the patient's meter was 3.5 inr. The result from the laboratory was 2.8 inr. The patient didn't know which result was correct. All results were within 7 hours. The patient's therapeutic range was not provided. The patient had an additional laboratory test performed after this event and the result was 3.0 inr and the result from the patient's meter was 3.1 inr. The patient now thinks their meter is reading correctly and the nurse's meter is incorrect.